Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar grasper instrument was analyzed and found to have a broken main tube approximately 2.06 from the distal tip. Components adjacent to this broken main tube do not show damage. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact. There is possibly material missing. There were some pieces found inside of the distal tip, but I was unable to confirm all of the missing material.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the proximal clevis has dislodged where it meets the main tube.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the tip-up fenestrated grasper instrument broke at the distal part of the shaft and was stuck at a 90-degree angle. The customer was not able to remove the instrument out of the trocar and the instrument and trocar were removed from the patient with visualization. A fragment fell inside of the patient and was retrieved during the same procedure. The procedure was delayed by fifteen to twenty minutes. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the instruments when setting up the case. Also, the scrub techs looked at the tip of all instruments before inserting them into the trocar. They were trying to straighten the tip-up with another instrument. The arms were crossed with each other. When the doctor tried to untangle the arms, that was when they heard the snap. The instrument was used for about an hour to an hour and a half. The doctor did not notice any issue with the functionality of the instrument until right before the tip-up snapped. The customer was not sure if a fragment fell inside of the patient during the instrument tip collision. The tip-up was removed several times during the procedure. The customer did not know if the wrist was straighter prior to removal. The staff did not feel any resistance upon the removal of the instrument throughout the cannula before the breakage. The wrist could not be straightened out. The staff did feel resistance upon removal of the instrument through the cannula and did not proceed to pull out the instrument through the cannula because the wrist would not straighten out. The customer did not think the cannula had any damage. Other than the wrist breaking, no other issues were noted. The doctor was able to collect the fragments with another instrument and the staff was able to collect the fragments with a grasper and take it out through one of the cannulas. All fragments were retrieved. The doctor then searched the patient thoroughly to make sure there was nothing else. The doctor did not bother with any x-ray or ultrasounds. The doctor was able to complete the surgery without any complications after replacing the cannula and instrument. There was no injury caused to the patient. The patient was discharged from the hospital back to their home and is doing well per the doctor. The instrument and cannula will be returned to isi for evaluation. The fragments will not be sent for evaluation. After the fragment was collected, it was placed on a raytec and taken off the sterile field immediately. After the case, the raytec was thrown away with the fragments.